Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) balloon ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that blood have been entered the device due to balloon rupture. Patient is involved and however there is no adverse event reported. Fse resolved the issue by replacing d103-00-0398-01 pneu cmpnt m luer 1/16tb white, d008-00-0377 tubing, clear polyurethane, 0.062" i.d., d104-00-0026 purge valve assembly,iabp, d008-00-0312 tubing, blood detect, iabp, d997-00-0986-06 assy crm japanese, d997-00-0985-06 safety disk. Fse then performed safety, calibration, and functionality checks passed per factory specifications. The equipment was cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
Updated data : b4, e2, e3, g2, g3, h2, h10.